Manufacturer narrative:
A supplemental MDR is being submitted to correct the report of a distal tip split. A distal split was unconfirmed; however, a distal tip tear was observed during pre-decontamination testing. The following sections have been added: b4, b5, g3, g6, h2, h3, h6, h11. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position, the valve was successfully implanted, however, when the 14f esheath+ was removed from the patient, it was noticed that the distal tip was torn. There were no complication or injury to the patient.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position, the valve was successfully implanted, however, when the 14f esheath+ was removed from the patient, it was noticed that the distal tip was split. There were no complications or injuries to the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As the device was returned, a visual evaluation was performed. Due to the nature of the complaint, no functional or dimensional testing was performed. Visual examination was performed, and the following was observed: liner fully expanded as designed. Distal tip torn radially along distal liner edge and axially, not along axial score line. All scorelines present. Hdpe stretching along torn edges. Soft tip stretching along axial tear. C-marker band present. Multiple deep scratches along sheath shaft. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors'such as challenging anatomy or non-coaxial advancement angles'may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. While no details were provided about patient's access characteristics, deep scratches observed on the distal tip can be indicative of calcification. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.